Event description:
It was reported that during a liver transplant surgery, the excel 23khz standard tip bent and broke after less than five minutes of use under 60% power. The tip was immediately replaced with a new one and the procedure was not delayed. No pt injury was reported. Add'l clinical info has been requested, however, no add'l info has been provided.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.